Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced low blood glucose. Blood glucose level at the time of the incident was below 30 mg/dl. Customer was in coma related to low blood glucose of below 30 mg/dl. Customer alleged possible pump over delivery and had critical pump error. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.